Event description:
It was reported that the anesthesia workstation failed the inspiratory and expiratory valve test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system. The reported sco failure was not reproduced. Evaluation of the provided device logs showed that except for the reported inspiratory and expiratory valve test, the pressure transducer test failed on one occasion. The test indicated that the fresh gas pressure transducer printed circuit board (pcb) measured that zero pressure offset drifted outside acceptable limits (drifted more than +/-300 mv from factory default) and was 0 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is around 2 v. Investigation performed for this fault has found that the most probable root cause of the reported failure is a loose contact in the customer unit in the contact between the pressure transducer pcb and the pcb that holds the pressure transducer pcb. In this case a loose connection between the expiratory channel pcb and the fresh gas pressure transducer pcb. This could however not be confirmed. This could however not be confirmed. The connection between the pressure transducer pcb and the pcb that holds the pressure transducer pcb has been improved. The improvement has been implemented in the production line of new systems. The system in this complaint was manufactured before the improvement was implemented.